Event description:
It was reported that the nurse had a patient in normothermia on the arctic sun device. Nurse stated that they received alert 02 (low flow) and alert 01 (air leak) alarms. They could hear a crinkling sound from the right chest pad as the nurse believed and stated that the therapy was due to end around 1800 this evening, so they were tried to avoid changing the pads completely. They have tried emptying the pads, disconnecting and reconnecting, and straightening out the tubing. Water flow rate (wfr) was 1.7 l/min, they have 5 pads connected. Confirmed the patient had not been to imaging or procedures, however they did just recently finish turning the patient. Had nurse pause therapy, empty the pads and disconnect all 5 pads. Walked nurse through placing the device in manual control. With no pads connected, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 46 percentage. Informed nurse when they connected the pads, make sure they hold the blue tubing and not the clear plastic clamps pieces, listening for audible clicks. Nurse added one leg pad, water flow rate (wfr) was 0.8 l/min, inlet pressure (ip) was -7.4 psi, circulation pump command (cpc) was 23 percentage. Had nurse connect second leg pad, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was - 7.5 psi, circulation pump command (cpc) was 37 percentage. Nurse connected left chest pad, wfr 2 l/min, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 46 percentage. Nurse connected right chest pad, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was 6.4 psi, circulation pump command (cpc) was 69 percentage, nurse noted they still heard the crinkling sound, but it was not as loud. Nurse added universal pad, water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -3.8 psi, circulation pump command (cpc) was 100 percentage, nurse stated that they heard the sound from this pad as well. Suggested nurse to replace the universal pad and the right chest pad. Explained they could swap the right chest pad with a universal pad to avoid opening a full set of pads. Walked nurse through disabling manual control. Nurse would swap pads and call back with any more issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had a patient in normothermia on the arctic sun device. Nurse stated that they received alert 02 (low flow) and alert 01 (air leak) alarms. They could hear a crinkling sound from the right chest pad as the nurse believed and stated that the therapy was due to end around 1800 this evening, so they were tried to avoid changing the pads completely. They have tried emptying the pads, disconnecting and reconnecting, and straightening out the tubing. Water flow rate (wfr) was 1.7 l/min, they have 5 pads connected. Confirmed the patient had not been to imaging or procedures, however they did just recently finish turning the patient. Had nurse pause therapy, empty the pads and disconnect all 5 pads. Walked nurse through placing the device in manual control. With no pads connected, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 46 percentage. Informed nurse when they connected the pads, make sure they hold the blue tubing and not the clear plastic clamps pieces, listening for audible clicks. Nurse added one leg pad, water flow rate (wfr) was 0.8 l/min, inlet pressure (ip) was -7.4 psi, circulation pump command (cpc) was 23 percentage. Had nurse connect second leg pad, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was - 7.5 psi, circulation pump command (cpc) was 37 percentage. Nurse connected left chest pad, wfr 2 l/min, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 46 percentage. Nurse connected right chest pad, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was 6.4 psi, circulation pump command (cpc) was 69 percentage, nurse noted they still heard the crinkling sound, but it was not as loud. Nurse added universal pad, water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -3.8 psi, circulation pump command (cpc) was 100 percentage, nurse stated that they heard the sound from this pad as well. Suggested nurse to replace the universal pad and the right chest pad. Explained they could swap the right chest pad with a universal pad to avoid opening a full set of pads. Walked nurse through disabling manual control. Nurse would swap pads and call back with any more issues.